Event description:
The piston turns backwards while adjusting the pen for injecting (creating space between piston rod and membrane) [device malfunction]. Case description: the incident does not represent a serious public health threat. Classification of the incident: all other reportable incidents. This spontaneous case from (B)(6) was reported by a consumer as "the piston turns backwards while adjusting the pen for injecting (creating space between piston rod and membrane)" and concerns a pt of unk age and gender using novopen 4 from an unk date for device therapy. Pt's height: not reported. No medical history was reported. On an unk date the pt experienced that the piston turns backwards while adjusting the pen for injecting (creating space between piston rod and membrane). Upon analysis of the returned product a fault which may lead to a medical consequence was found. This could have resulted in that the pt could have received too high a dose and experience a hypoglycemic event. This case was reclassified to an incident due to this fault.

Manufacturer narrative:
Analysis result: product name: novopen 4. Batch: (B)(4). Company comment: upon analysis a fault which could lead to an incident was identified. The push-button was blocked and the piston rod moves backwards during dosage selection. An internal part in the pen is broken, but due to the pen construction the dose accuracy is not affected if the pen is used according to the instruction. However, if the customer after changing the penfill is setting the dose before returning the piston rod and neglecting to prime the pen, the pt could receive a too high dose and experience a hypoglycemic event. The fault should initially be obvious to the pt, because of the change in injection force and the overall risk of an adverse event considered minimal. Evaluation summary: investigation and results: technical, visual, and functional examinations were performed. The device was tested with a random penfill cartridge and a new novofine needle mounted. The device was disassembled to investigate internal parts. The piston rod moves backwards during dosage selection. An internal part is broken, but due to the pen construction the dose accuracy is not affected. Conclusion: we can confirm the user's experience with the device. The observed problem on the piston rod is due to incorrect handling during use. Final comment from the MFR: 04/10/2011: during investigation of the device a fault which could lead to an incident was identified. Three cases have been reported with adverse events in connection to a fault similar to that in case (B)(4). It was determined that the fault found did not have causal relationship with adverse events reported in the cases. The reporting rate for the reports, where a similar fault as that seen in argus case (B)(4) has been found, is low.